Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies coil migration and misplacement as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment for a ruptured aneurysm, the coil was implanted. CT images taken 3 days later showed the coil had dislodged and migrated downstream to the right distal inferior division. No intervention was performed for the migrated coil. The initial treatment site was re-coiled with stent assistance the day after the CT was performed. The patient was discharged and is reported to be alert and oriented, and there are no neurologic deficits.